Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, stained end cap sticker, broken belt clip slot and minor scratched lcd window. Data analysis: 07/04/2016 daily insulin total = 20.550u; 07/05/2016 daily insulin total = 10.950u; 07/06/2016 daily insulin total = 11.550u; 07/07/2016 daily insulin total = 11.550u; 07/08/2016 daily insulin total = 14.750u; 07/09/2016 daily insulin total = 11.550u; 07/10/2016 daily insulin total = 11.550u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was low blood glucose and kidney failure. The caller stated that the customer was not feeling well and did not eat for three days, which kept the customer's blood glucose low. The caller stated that they tried to bring up the customer's blood glucose, but they could not force the customer to eat. The caller stated that they did not know the customer's blood glucose; the last recorded value was 65 mg/dl on (B)(6)2016 at 6:15 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.